Event description:
It was reported that an asymptomatic patient presented in emergency room. Upon interrogation, the implantable cardioverter defibrillator was observed to be in back up vvi mode. Device download was performed successfully.